Manufacturer narrative:
This medwatch is being submitted to relay corrected information. Upon follow up with the customer, it was reported that the implant date that was previously reported, could not be confirmed. The customer does not have access to the files anymore. This medwatch report is submitted to report that the implant date is unknown. The following sections are being reported: d6 d6a. If implanted, give date was corrected. H2: type of follow up was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510k: additional 510(k) number is k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The clinician reported infection at the implant site and the implant was removed. Patient was sent home to heal for 4-6 months. Tooth site # 31 (universal). Inflammation, pain and bone loss was also noted.